Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between june 11-12, 2024. H11: the device was received for evaluation. Visual inspection was performed, and a dark brown particle was observed embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Pvc and phthalate are the materials of tubing. The reported condition was verified. The cause of the condition was related to manufacturing. Furthermore, the reported particulate matter (pm) was verified; however, the pm is either embedded or not in the fluid pathway. The reported condition was verified; however, the condition would not cause or contribute to serious injury if it were to recur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) found on the administration line of a large volume infusor. The pm was described as, ¿black particulate found on infusion line¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.